Event description:
The patient reported that the pump displayed the message "pump is not primed no delivery". He said that when he tried to confirm the message by pressing buttons on the keypad the message could not be confirmed. The button reportedly clicks and feels normal. The patient reports he does not use the pump in water and does not clean the pump with anything.

Manufacturer narrative:
The pump was returned to animas. During evaluation the pump booted to the verify screen with audible and vibratory alarms. On the verify screen the highlight scrolls down to "confirm". The investigator could not confirm the screen as all keypad buttons did not activate a pump response. There was no observed physical damage to the keypad. The keypad was removed and a shifted ¿down¿ button contact was observed. When the contact was re-centered, all buttons functioned properly. The pump was primed successfully and exercised with no alarms occurring. Review of the pump history reveals unconfirmed loss of prime warnings occurring on the reported event date.